Event description:
The MFR's rep reported that the pt was experiencing return of pain. The hcp decided to do a catheter revision. A catheter revision was performed, and during the revision, the hcp found a hole in the catheter. The pt recovered with sequela.

Manufacturer narrative:
.